Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. However, the representative reported that this issue has not been resolved. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that when in the software application, the emitter would be connected and then it would unexpectedly become disconnected. The site would reboot the system and the emitter would be connected again. Technical services (ts) requested that the manufacturer representative uninstall and reinstall software and confirm that the axiem box was showing a red 7. The representative went back into the ear, nose & throat (ent) software and the issue did not persist. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the system was used once after the reported issue with no issue.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.